Manufacturer narrative:
Upon troubleshooting with the customer, it was determined that the arm is functioning as designed and can stay in service. The unit did not power on initially because the user did not hold the power button down long enough to initiate the power-up sequence.

Event description:
A customer reported an issue with the arm device not powering on when the power button was pressed however the device powered on when another nurse held the power button down. They reported that this did not occur during patient use.